Event description:
Customer reported the system displayed an x-ray disabled error message during a procedure. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the gib, ffb, backplane, video controller, system interface board, and a cable. System operates as intended.